Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. The device's downloaded logs were reviewed by the service center. There were error codes found. Upon further evaluation, visible foam particles were observed. The device was scrapped.